Event description:
It was reported that the patient experienced an increased atrial rate with one to one tracking and large t waves. The device counted the t waves and caused several rounds of anti-tachycardia pacing (atp) which escalated to shocks. In at least one instance the atp seemed to have accelerated the rhythm into true ventricular tachycardia (vt) which resulted in 35 j shocks. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Product ID d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.